Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of an (B)(6) year old female pt reported that the pt was treated on (B)(6) 2014. The pt was conscious and using the restroom at the time of the event. The pt stated that she was not feeling symptomatic at the time of the event. After review of the downloaded data, the pt received seven inappropriate treatments at 14:20:21, 15:10:09, 15:11:32, 15:12:03, 15:19:32, 15:20:03, and 15:20:44. Dual lead noise and artifact contributed to the first false detections while multiple counting contributed to the additional six treatments. The pt reportedly had her grandkids press the response buttons. Review of the downloaded data indicates that the response buttons were not pressed during the detection sequence that led to the first treatment and were not pressed during the remained of the event. The pt was taken to the hosp. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was admitted to the hosp after the event and continues to wear the lifevest. Device eval of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - (reuse), electrode belt sn (B)(4) - 07/2012 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/pb10030b.pdf